Event description:
Patient was in cath lab for stenting of the pulmonary valve. While physician was pulling the stent back in to the inferior vena cava to reposition, the stent stripped off of the balloon. The stent migrated along a wire in to the right ventricle. Physician attempted to place a new balloon in the stent to reposition/remove but was unsuccessful. Physician attempted to snare the stent, but it had become wedged in the right ventricular outflow track and snare attempt was unsuccessful. CT surgery was consulted for possible surgical removal of stent. Physician attempted reposition/retrieval of the stent for almost two hours. It was decided that all attempts to retrieve stent had been exhausted and patient was transferred to the operating room for open stent retrieval and repair of the pulmonary valve. Retrieval of stent via percutaneous approach.